Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The pump was received stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The pump was unable to be verified for a motor position encoder error alarm in the alarm history due to an overwritten history file. The following physical damage was also noted: cracked casing at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and a motor position encoder error alarm while priming the infusion set. The patient's blood glucose at the time of incident was 74 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared flush. The pump was not exposed to an MRI or high magnetic field. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.